Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, it was reported the fiber was fractured. The procedure was aborted at that time due to the event. There was no report of patient harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).